Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an intraoperative cerebral hemorrhage and hematoma during the dbs implant procedure. Therefore, the procedure was aborted and the patient underwent another procedure the same day to remove the hematoma. The physician assessed that the bleeding/hematoma was not device related. No bsc device was implanted in the patient. The hematoma was removed successfully and there were no further patient complications reported.